Manufacturer narrative:
Additional device info: catalog #7d71-20, lot# 44037hw00, exp date: 07/15/07, MFR date: 09/2006. This is the final report.

Event description:
The clinical chemistry phosphorus assay may produce falsely depressed results by up to 15 percent for serum/plasma applications above 8.0 mg/dl (2.6mmol/l) and urine applications about 80.0 mg/dl (25.8 mmol/l) for lot numbers 42020hw00 and 44037hw00. A recall was issued and reported under 21 cfr 806 to the FDA district on 02/06/07. Abbott has not rec'd any reports of adverse events related to the affected lots of clinical chemistry phosphorus reagent.